Event description:
At follow-up, an increase in threshold and decrease in r-wave amplitude were observed. During lead repositioning, insulation damage was observed. As such, the lead was explanted and replaced with no consequences to the patient.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported high threshold and sensing anomaly. Analysis found the outer insulation damaged and a svc cable fractured, which appear to have been exposed to an external mechanical force consistent with that occurring at the time of surgical procedure. The damages observed would not have contributed the reported event. The condition of this device was not found to be a result of deficiency in materials or workmanship.